Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received notes that the patient presented to the emergency room after a syncopal episode two days post implant. The device was interrogated in high output mode with no ventricular capture. Bipolar capture thresholds were 2.0 v - 2.5 v. There was no capture in the unipolar configuration. An x-ray revealed that the lead had perforated the right ventricular apex. The lead was pulled back and repositioned on the right ventricular septal wall.